Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low v oltage) electrode of the lead was covered in blood and in a body tissue/fibrotic growth. A2dr01 implantable pulse generator (ipg) 2013-(B)(6), 5086mri-52, implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that five days post implant the right ventricular (rv) lead was dislodged. Attempts to reposition the lead found no capture due to not being able to screw the lead helix into the myocardium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.